Manufacturer narrative:
A medwatch form 3500b was submitted by the customer following the incident. A supplemental report will be submitted pending investigation results.

Event description:
On september 21, 2022, fujifilm healthcare corporation became aware of an event involving echelon oval 1.5t MRI system that occurred on (B)(6) 2022. It was reported that while undergoing an MRI of the spine the patient experienced a burning sensation on her arms and suffered blistering on her hands. There is no death associated with this event.

Manufacturer narrative:
On november 17, 2022, fujifilm healthcare corporation concluded their root cause investigation on the echelon oval 1.5t MRI. There were no issues found with the machine or coils, and the system is operating as intended. Fujifilm believes that the burns were likely caused by the patient's hands touching thereby causing an unintended closed radiofrequency loop. The site was instructed to follow the ifus and related guidelines for proper placement of the patient during imaging scans to prevent similar injuries from occurring.